Event description:
It was reported that during a subtabular arthrodesis procedure surgeon was inserting a 6.5mm cancellous screw and the screw snapped off leaving the shaft in the patient. The surgeon was able to remove the greater portion of the screw, but two pieces of the screw were left in the patient. A small piece of the thread and one small piece of the screw tip.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product evaluation revealed that the screw that was received with this complaint head is lightly damaged consistent with use. The head has been broken off approximately 11mm below the neck. The remainder of the shaft has been heavily damaged. The threads towards the tip have been completely removed on one side for approximately 13mm, and the end of the part has been sharpened to a point. Also, the shaft has been bent at approx. A 10 degree angle. It is concluded that the dimensions that could be checked are within specification. Because of the type and extent of damage incurred, and because no lot number was provided, this complaint is judged to be indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012, new information was received on 08/30/2013.

Event description:
The procedure was completed by using a different screw. Patient was restricted to non-weight bearing and a splint post-operatively. Concomitant medical products: wright medical allograft bone graft wedge this is 1 of 1 report for this complaint (B)(4).